Event description:
Boston scientific received information that upon reviewing a stored anti-tachycardia pacing (atp) episode oversensed noise was observed on this right ventricular (rv) lead. The date of the episode corresponds with a non-device related surgical procedure where electrocautery was used. Cardiac arrest was suspected based on the review of the stored electrocardiogram however this could not be confirmed and it was also noted that patient asymptomatic. All available information indicates that this device remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.